Event description:
It was reported the telescope had columnar glass rupture. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: improper handling and application of excessive mechanical force, impact to the scope like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.